Event description:
It was reported that the patient underwent a bilaterally balloon kyphoplasty procedure on (B)(6), 2011. The procedure was completed successfully with no bone cement extravasation. Postoperatively, the patient was pain free and able to go home. Reportedly, patient came back to the hospital the next day with perineal pain, numbness, tingling and urinary retention. Patient was referred to the orthopedic surgeon who put in pedicle screws two levels above and below l1 to correct the retropulsion and cord compression. There was a complete resolution of the symptoms. Patient's status is good. No further information was reported.

Manufacturer narrative:
Eval method: follow-up wiht company representative.